Event description:
It was reported the catheter would not go through "5fr" sheath. Replaced with a "6fr" introducer sheath & used the same catheter to complete the procedure with no further complications being reported.